Event description:
The respiratory therapist reported that while ventilating a patient, the ventilator alarmed there was no oxygen (o2) supply. The respiratory therapy staff heard the ventilator alarm and swapped the patient to a different ventilator. The patient was swapped to a different ventilator. No additional patient or user harm was noted. The field service engineer (fse) evaluated the ventilator and found the device error log confirmed o2 not available in the history. The fse ran the ventilator for 10 minutes with 100% o2 set and it is working fine. The fse informed the customer that the ventilator will alarm o2 not available when the o2 source is low or disconnected, and the fse was able to demonstrate to the customer. The fse performed annual maintenance and found the ventilator failed the o2 flow test. It was not in tolerance when test at 140 lpm. O2 flow sensor needs to be replaced. Annual maintenance completed. Pvt passed except o2 flow test (philips complaint documented separately within philips complaint system). No other issue found. The fse educated the customer that the ventilator will alarm o2 not available when the o2 source is low or disconnected. The issue is resolved.